Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was 298 mg/dl at the time of incident. The customer stated that they did troubleshooting but the problem persisted. The reservoir will be returned for analysis.

Manufacturer narrative:
Found reservoir transfer guard needle occluded. Performed pre-fill reservoir test using a new lab transfer guard. Checked o-ring for defects and none was found. Conclusion: no leakage and no air bubbles.